Manufacturer narrative:
Citation: singh g, le v, wiechmann rj, schreiter sw. Self-expandable transcatheter aortic valve frame infolding: an increasingly recognized complication. Ejcrim 2020;7: doi:10.12890/2020_002100. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a ninety-three-year-old male patient with symptomatic severe aortic stenosis and aortic valve calcification that expended from the aortic annulus to the left ventricular outflow tract (lvot) who underwent the implant of a medtronic evolutpro transcatheter aortic valve (unique device identifier numbers not provided). During the implant the valve was recaptured twice. Once deployed, severe paravalvular leak (pvl), increased gradient measurements (mean gradient 33 millimeters of mercury (mmhg) and an infold were noted. Subsequently, a few days after the implant a balloon aortic valvuloplasty (bav) was performed which decreased the gradient to 11 mmhg and improved the pvl to mild. No additional adverse patient effects or product performance issues were reported.